Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that patient was at a routine follow up appointment one month ago and the CT scan demonstrated that the abdominal aortic aneurysm was 5.7 cm in diameter; however, the CT scan from one year prior showed the aneurysm was 3.2 cm in diameter. The recent CT scan also revealed that the proximal aortic neck diameter was 32 mm in diameter at the level of the renal arteries. There was no evidence of a proximal type I endoleak, only disease progression with aortic neck dilatation. There was also disease progression with limb dilatation in the right common iliac artery with a distal type I endoleak present. The right common iliac measured 21 mm in diameter. The patient will be monitored and treated at a later date. No additional clinical sequelae were reported and the patient is fine. Post implant films were received and show that the ipsilateral limb was deployed into the right iliac and there was a distal type I endoleak. Both limbs are patent and there are no obvious stent graft kinks.

Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, vessel dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression, vessel dilatation).